Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that on remote transmission it was noted that the right ventricular (rv) lead had t-wave oversensing (twos) and small r waves. The lead is still in use. No patient complications have been reported as a result of this event.